Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided material number 301948 and lot number 2107132. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As samples were unavailable for this issue, twenty retained samples were obtained for further evaluation. However, the retained samples did not show any signs of leakage. Based on the investigation results an exact cause could not be determined for the reported incident.

Event description:
It was reported that the bd 20ml syringe experienced leakage. The following information was provided by the initial reporter: the syringe is found to be leaking liquid during use

Event description:
It was reported that the bd 20ml syringe experienced leakage. The following information was provided by the initial reporter: the syringe is found to be leaking liquid during use.

Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.